Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the patient did not use stimulation, and then she could not charge and the implantable neurostimulator (ins). The patient told the physician it went dead and had to be replaced. There was no mention of any attempt to restart the ins. At the time, the patient was taking heavy percocet and morphine, and did not use the ins for a year. The patient reported the event date to be between new year's day and valentine's day. The ins was explanted; the ins was replaced on (B)(6) 2015. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.